Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty slider switch on the scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source front panel was blinking/flashing/continuing turning on and the light-emitting diodes (leds) were blinking in the front. The issue was observed during routine maintenance; therefore, no patient or procedural involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; all of the leds were blinking in the front due to a faulty slider switch on the scope socket. The additional evaluation findings are as follows: the front panel mouth was damaged, the bottom chassis and front panel chassis were bent, and the olympus lamp life was expired (meter reading was over 500 hours). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.